Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0n7ln, implanted: (B)(6)2015, product type lead. (B)(4).

Event description:
The patient reported that her device had been moving around and hurting her. She did not remember falling down. Additional information received from the patient in response to follow-up reported that more lifting and picking things up had led to the event. Nothing had been done to address this issue. They believed something else was going on as well. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.